Event description:
During implant procedure, a fitting issue was observed the ventricular set screw of the device. A separate screwdriver was used to attempt to resolve the fitting issue but was not successful. The device was not implanted and a new device was successfully implanted to resolve this event.

Manufacturer narrative:
The reported event of a set screw issue was confirmed. The set screw of the ventricular chamber was found with procedure related damage.